Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: during the standby testing of the ventilator, the machine reported an error message: tf: 5507, unable to function properly, disconnected for maintenance no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
The following was reported to hamilton medical ag: during the standby testing of the ventilator, the machine reported an error message: tf: 5507, unable to function properly, disconnected for maintenance no patient involvement.